Manufacturer narrative:
Correction : the h6 device problem code has been added which was inadvertently left out in the initial report. Product complaint # (B)(4). Investigation summary no product returned. Failure to advance: the cause of the delivery issue was determined to be patient condition related to the patient¿s heavy calcification. Catheter kink: the cause of the catheter kink was determined to be patient condition related to the patient¿s heavy calcification. Device history lot device lot- 1996905 device history batch subcomponent lot-n/a. Device history review the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that implantation of an impella 5.5 could not be completed due to patient anatomy. The pump could not pass the heavily calcified area of innominate artery. The patient was implanted with an impella cp instead.